Event description:
It was reported that the patient underwent laminectomy with l4-s1 spinal fusion with pedicle screw instrumentation with rhbmp-2/acs. The patient had several hypotensive episodes and intermittent visual disturbances immediately post-op. On pod 8 the patient presented for followup. Physician noted reddened wound, extremely painful incision site, fever spike of 101.5. Began dicloxacillin and half of staples removed. Pod 9, patient was admitted in hospital with wound infection in back, discharge from staple site, wound opened. Culture taken: staphylococcus coagulase positive. At 29 days post-op, the patient presented for a follow up visit. Per the physician, x-rays look good. Wound healing "looks quite good." At 65 days post-op, the patient presented for a follow up visit. Per the physician's notes, "wound actually looks terrific but is not quite closed. She is still having problems walking." X-rays look good. At 99 days post-op, the patient presented with leg weakness. X-rays indicated "position of the fixation devices remains satisfactory," "sacralization of l5," and "changes of degenerative disc disease at the l4-l5 level," and increase in bone graft material. At 141 days post-op, x-rays indicated mild spurring on anterior of vertebral bodies. At 295 days post-op, x-rays, 3 views, indicated fusion from l3-s1, narrowing of l5-s1 disc space. At 330 days post-op, the patient presented with persistent back and leg pain.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.